Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an injury in a female patient who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip the patient experienced neurological injuries. At the time of reporting, the outcome of the event was unknown. Follow up information was received on (B)(6) 2010, via medical records. On (B)(6) 2006, the patient was elevated for paresthesias. The etiology was unclear. On (B)(6) 2006, the patient reported better bladder control. Treatment included b12 monthly injections. Three extremity motor and sensory nerve conduction studies, as well as f wave testing, were normal. On (B)(6) 2006, the patient described more bipedal than bimanual symptoms. On (B)(6) 2006, the patient described more numbness extending up her legs and difficulty with her balance. She also noted some clumsiness involving both hands. Magnetic resonance imaging (MRI) scans of the cervical spine showed no abnormal cord signal. The MRI of the brain did not suggest a primary demyelinating disorder. A lumber puncture was performed with results pending. On (B)(6) 2006, the patient reported continued problems with her gait and balance with a tendency to stagger and some clumsiness with grasping with there hands. The cerebrospinal fluid (csf) studies did not support a diagnosis of demyelinating disease. On (B)(6) 2007, the patient was seen in a movement disorders clinic. The patient reported one and a half year problems with sensation. The patient first noticed bilateral, symmetric tingling of her fingertips. This eventually progressed to involve all of her toes and then the tingling and burning sensations, as well as numbness, progressed in a stocking distribution up to her mid-calf area. Her walking is impaired. The patient's toes have become purple and cold during this same period. The patient was not on disability, but uncertain what caused her to become disabled at this time. The patient was diagnosed with a sensory motor polyneuropathy. The patient had an atypical onset in that it began in her upper extremities. On (B)(6) 2007, electromyography studies were normal. There was no evidence of widespread peripheral neuropathy or small fiber neuropathy affecting the autonomic nervous system. On (B)(6) 2007, the patient presented with polyneuropathy and depression. The neuropathy had been there for a year and a half. The patient had also been there for a year and a half. The patient had also been diagnosed with b12 deficiency nine months ago and had been receiving treatment since that time. The patient had consultations with neurology and oncology and had been ruled out for multiple sclerosis (ms). No other causes for the patient's neuropathy had been determined. The patient had decreased sensation to light touch to about knee to mid-thigh and of the hands bilaterally. The patient was diagnosed with peripheral neuropathy, probably secondary to b12 and probably permanent at this point. It was doubtful the patient would improve, but should not get any worse. The patient was also treated with cymbalta. On (B)(6) 2007, the patient reported cymbalta actually made her feel even more numb and that seemed to cause some distress for her so she stopped the medication. Monthly b12 injections continued. Neurontin was started. On (B)(6) 2007, the patient had improved "a little bit." The patient was able to wear heels that day. The clinical impression was that the patient's symptoms were the results of the lingering effects of a b12 polyneuropathy and it was believed the patient would continue to improve and get a significant amount of function. The patient's disability status was extended six months. The manufacturer's report number for this case is 9681138-2010-00124. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available.

Manufacturer narrative:
(B)(4).